Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up and were not able to get a high voltage lead impedance reading. There was an error message. The device was interrogated and threshold tests and sensing and pacing impedance measurements for the atrial and ventricular leads were all within normal ranges. This issue was not been resolved. The patient was in stable condition before during and after the interrogation. The patient was sent home after the interrogation. Upon review of the session records, programming changes were discussed during the next clinic visit for measuring high voltage lead impedance reading. The test seemed to be inhibited due to high ventricular rates as seen in the freeze capture.